Event description:
Three separate incidents: I attached a sensor to my arm. A few days later the sensor failed. If I did not own a reader, I would have died from hypoglycemia. Attempted to read abbott hotline for patients. Reached call center overseas. Was put on hold forever. Pt: 1912. Device: 3023. Ref: mw5188735, mw5188736.